Event description:
A customer reported experiencing a cgm error identified as error 42. There was no reported impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions for resetting the pump, and the customer planned to proceed with the pump reset at their convenience and to follow up if the issue continued.